Manufacturer narrative:
One catheter was received for evaluation. Examination and inspection of the returned catheter revealed that the catheter was missing a tip. Therefore the complaint can be confirmed as reported.

Event description:
Date of event: best estimate is (B)(6) 2011. According to the information received, a catheter is missing a tip. The bottom half of the catheter is present with the funnel at the end but there is no tip.